Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: the customer noted a feedback on an abbott diabetes care (adc) device in use that encourages accidental sensor termination. The current new version of the application involuntarily uploaded to their iphone when the new sensor was applied and includes significant change in the user interface flaw, either by the user or by unintended screen interactions. The customer reported that there was no adverse heath impact and no report of any self or third-party medical treatment. The customer contacted the adc customer service and indicated that they were waiting for an update to the suggestion that they made for the product. No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The customer reported issue, the application encourages sensor termination due to deactivation button being two taps away. After reviewing the customer's reported issue, it was determined the issue does not pertain to a software functionality of the application. The investigation did not identify the application as the cause of the issue as per rationale: this is a feature request to change the placement of ending the sensor button. Therefore, the reported issue is not confirmed in relation to the customer's reported application. All pertinent information available to abbott diabetes care has been submitted.